Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose level was 300 mg/dl at the time of incident. The customer's current blood glucose level was 176 mg/dl. The customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. Other relevant blood glucose level was 400 mg/dl. The customer was treated with intravenous insulin drip during hospitalization. Customer was also treated with manual injection. Customer declined troubleshooting for high blood glucose. Customer reported as a past event that the insulin pump had insulin flow block alarm and issue was resolved by changing the infusion set. Customer also reported that the insulin pump had crack on the battery compartment. The insulin pump will not be returned for analysis.